Event description:
It was reported to boston scientific corporation that during surgery involving a capio device and a capio suture (type of capio device, type and manufacturer of capio suture and procedure date unknown), the needle attached to the capio suture "deployed into the patients vaginal vault and was identified in the x-ray that the needle was in the vaginal vault." The surgeon reportedly elected not to retrieve the needle from inside the patient as he felt it would "do more damage" if he were to try to retrieve it.the procedure was completed with this capio device and capio suture. No further information has been forthcoming for this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.